Manufacturer narrative:
H3: one device was received for evaluation. Service history of the device found no previous repairs in the last 12 months. The initial customer complaint was confirmed through the downstream occlusion test as the cassette not attached properly alarm was displayed when latch lock closed. The root cause of the issue was a bad downstream occlusion (dso) sensor. Further investigation found a detached dso seal. The dso sensor and seal were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a cassette sensor issue, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.